Event description:
It was reported that the patient presented in clinic for follow-up. Programming changes were made to address previously noted noise over-sensing on the right ventricular (rv) lead. It was then reported that the patient had experienced a syncope episode and the rv lead exhibited pacing inhibition during the check-up. No additional findings upon interrogation and programming changes were made again per physician request. Patient condition was stable and the patient would continue to be monitored.

Event description:
Related manufacturer reference numbers: (B)(4). It was reported that the patient presented in clinic for follow-up. Programming changes were made to address previously noted noise over-sensing on the right ventricular (rv) lead. It was then reported that the patient had experienced a syncope episode and both the pacemaker and the rv lead exhibited pacing inhibition during the check-up. No additional findings upon interrogation and programming changes were made on the pacemaker per physician request. Patient condition was stable and the patient would continue to be monitored.